Event description:
Abdominal x-ray revealed a valve disc at about the l4 disc space. Transesophageal echocardiogram revealed a hypovolemic, hypercontractile left ventricle with 4+ mitral regurgitation and no evidence of a valve ring.